Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head; item# unknown, lot# unknown. Unknown metasul durom acetabular component; item# unknown, lot# unknown. Unknown liner; item# unknown, lot# unknown. Report source ¿ foreign ¿ italy. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00667, 0009613350 - 2022 - 00668, and 0009613350 - 2022 - 00669.

Event description:
It was reported, that: the patient underwent a revision due to metallosis and elevated chromium and cobalt ion levels, over 16 years post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices used for treatment. Medical records were not provided. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.